Event description:
Reporter stated that pt obtained back-to-back glucose results of 446 mg/dl and 163 mg/dl on the compact plus system. Pt reportedly performed additional back-to-back tests, on the compact plus system, with results of 362 mg/dl and 140 mg/dl. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).